Event description:
This report provides additional information for the incident initially reported on (B)(6) 2025. The reporter stated that the instant cold compress had been stored in the freezer and was removed prior to use.

Event description:
A male patient reports that he applied the disposable instant cold compress wrapped in a towel over his tee shirt for a backache. The disposable instant cold compress was applied to the area for 20 minutes. The patient sustained second degree burns and bursting blisters. The patient claims that the burns were the size of the disposable instant cold compress. The patient is undergoing treatment as a result.